Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited low sensing and high capture thresholds. The lead was explanted and replaced without issue. No patient symptoms were reported.